Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead had noise. All atrial lead measurements were fine and noise was unable to be reproduced with isometrics. The patient was asymptomatic and would be monitored.